Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm does not move completely into the device. Review of the system log file showed that the rotor control (roco) unit is defective. The fse replaced roco unit (control unit). After replacement of the roco unit (control unit), the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem, health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that there was a c-arm rotation error. No harm has been reported to philips. Philips has started an investigation of this complaint.